Event description:
Pt reports pump is alarming with no error code. Tried to troubleshoot and change batteries, but all failed. Pt was unable to change reservoir volume or use the pump. Sending replacement pump. "Did the reported product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no. Is the actual device available to be returned for investigation:yes - sending return box." Dose or amount: 60 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2008 to current. Diagnosis or reason for use: pah.